Event description:
Caller reported 2 multiclix lancets which broke off and a portion of the lancets remained under her skin. The first needle was removed by the patient right away, the second needle came out on its own after an unspecified amount of time. No adverse event reported. A request was made for the return of the lancet drum with the lancet device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.